Event description:
Immediately following my implant surgery, I experienced severe fatigue, fevers, pain (breast, shoulder, chest, joint, head) and developed mononucleosis within 7 months of my implant surgery. I have been diagnosed with multiple illnesses from depression / anxiety to memory loss, brain fog, autoimmune dx's, and chronic widespread pain, which has only gotten worse the last 13 years.